Manufacturer narrative:
One device was received for evaluation. Visual inspection found the plunger lever broken off from the right plunger case. The device's event history log was reviewed for evidence of the reported problem, found? Check clutch/plunger lever" in the log. To conduct functional testing the device an occlusion test would be performed. The occlusion test was unable to be performed due to the broken plunger lever. The reported problem was unable to be duplicated or confirmed. The lead screw and both clutch halves were replaced as a preventative measure. Service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device alarmed clutch/plunger lever. No patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.